Event description:
It was reported that the mobile app had frozen while the user was loading a cartridge. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to re-pair the mobile app with the pump initially, but after uninstalling and reinstalling the app, and following further instructions, the pump was successfully paired to the app. No further action was required.